Event description:
It was learned through patient implant registry that a patient with a 25mm 2700 aortic valve implanted for 9 years 8 months was explanted due to unknown reasons. A 23mm 11500a valve was implanted in replacement. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The subject device at this time has not been provided for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through patient implant registry that a patient with a 25mm 2700 aortic valve implanted for 9 years 8 months was explanted due to unknown reason. Edwards learned later that the reason for valve explant was prosthetic valve stenosis secondary to moderate to severe leaflets calcification. The patient presented with shortness of breath. A 23mm 11500a valve was implanted in replacement. The patient outcome at the end of the procedure as stable.

Manufacturer narrative:
Updated sections: b5, b6, d4 expiration date, g3, g6, h4, h6 device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was learned through patient implant registry that a patient with a 25mm 2700 aortic valve implanted for 9 years 8 months was explanted due to stenosis. The patient presented with shortness of breath. A 23mm 11500a valve was implanted in replacement. The patient outcome at the end of the procedure as stable.